Event description:
The customer called to report an alarm and insulin squirting out during the manual prime. The customer also stated that the drive support cap was slightly protruding from the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a loose drive support disk. The insulin pump had a missing end cap sticker.